Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient's electrode had migrated and a revision procedure was performed. During the revision procedure, there was difficulty interrogating the device. Subsequently the electrode was explanted to be upgraded to the newer model. No additional adverse events were reported.

Event description:
It was reported that this patient's electrode had migrated and a revision procedure was performed. During the revision procedure, there was difficulty interrogating the device. Subsequently the electrode was explanted to be upgraded to the newer model. No additional adverse events were reported.